Event description:
It was reported that the device failed to pace a pt. Customer reported that the event did not have an adverse effect on pt. Physio-control evaluated the device and found that it prompted "leads off" message when the quik-combo therapy cable was attached. The device was not recognizing therapy cable assembly connection. The therapy cable had a broken pin.

Manufacturer narrative:
(B) (4): physio-control replaced the quik-combo therapy cable assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.